Event description:
The device's plunger would not come up, it was stuck down. There was no patient harm.

Manufacturer narrative:
The device's plunger would not come up, it was stuck down. There was no patient harm. The complaint device was returned for evaluation. Technical evaluation identified a mechanical failure. The device was checked for case damage, the circuit boards were inspected, pm and calibration was performed and passed and the driver assembly was replaced. The customer complaint was confirmed; however, the failure identified was not related to a previous repair. A qc checklist was conducted to include; visual inspection/360 rotation test sop-(B)(4), shake/rattle test sop-(B)(4), functionality test sop-(B)(4), rate accuracy, patient side occlusion and a preventive maintenance test all passed. The device was repaired and returned to the customer. No further investigation is required.